Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. As the physician was about to insert a taxus express2 3.0x20 mm drug eluting stent into the guide catheter the physician noticed that the distal end of the balloon appeared inflated and had a mild "dog bone" look. The physician still attempted to insert the taxus stent into the guide catheter,"however, he encountered resistance due to the bowed edges. Consequently, the taxus stent never touched the patient. It is noted that the nurse who scrubbed for the procedure had slightly inflated the taxus stent during preparation. The procedure was successfully completed with another taxus express2 3.0 x 20 mm drug eluting stent. Patient status is reported as "satisfactory/good".